Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis (fa) and the fa is still in progress. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted urology surgical procedure, user informed the technical support engineer (tse) that they encountered repeated recoverable faults on the right master tool manipulator (mtmr). The user attempted to recover the fault and performed a power cycle on the surgeon side console (ssc), but the issue persisted. The user planned to disconnect the malfunctioning ssc and move forward with the other ssc as a single ssc system. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator right (mtmr) was analyzed and found that the reported 23003 error was confirmed but not replicated. In artemis, the 23003 error was found indicating, joint position error limit for mtm the servo system could not control the output position properly, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a patient side cart fixture test platform where axis 7 rotary joint position (rjp) and rotary joint sensor (rjs) printed circuit assembly (pca) was out of specification. Once testing was completed, the rjp and rjs pca, was inspected no faults could be identified. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 23003 - joint position limit, mtmr, axis 7 (gimbal roll). Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to the rotary joint position (rjp) and rotary joint sensor (rjs) printed circuit assembly (pca).